Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported thrombosis was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614 serious injury/ illness/ impairment. Medical device problem code: 2017 improper or incorrect procedure or method. Codes added: health effect- impact code: 4641. Medical device problem code: 2993.

Event description:
It was reported on (B)(6)2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombosis was observed in dilator when an attempt was made to insert steerable guide catheter(sgc) into septum. The dilator, guidewire and sgc were removed from the anatomy along with the thrombosis. The same sgc was reinserted into the anatomy post de-airing and heparin flushing. Mitraclip was successfully implanted. As per the physician, thrombosis moved from groin area to septum due to sgc. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.